Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/24/2019. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). While the customer complaint was not reproduced in return testing, the results did not meet the acceptance criteria for rate of suppressed results due to pco2/ph star-outs. Since customer returned cartridges are outside of abbott-point-of care (apoc) control and may be exposed to environmental conditions that do not meet the package labeling, according to q04.01.003 rev. Ad, product complaint level 2 and level 3 investigation, the determination of a deficiency cannot be determined solely on return test results. As pco2 (and dependent ph) star-outs were observed only from testing of customer-returned cartridges, there is no indication of a lot or sectional issue from multiple test events of apoc-controlled cartridges and there have been no pco2/ph star-out complaints out of (B)(4) cartridges distributed to 72 different customers, a deficiency has not been determined for cg8+ lot w19054.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant potassium result on a below (B)(6) year old patient with multi organ failure after an unexpected cardiac arrest. High blood pressure and kidney failure. There was no patient information available at the time of this report. Return product is available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. There were multiple attempts for information but to no avail. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.